Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with elevated bp and abdominal pain. The patient was transferred to another hospital. It was reported that patient¿s aneurysm ruptured at the level of the renal arteries. It was noted that the patient had no proximal aortic neck and the physician stated that the cause of the rupture looked to be a type ia endoleak. The physician cut out the struts and did a bypass to left renal and went to both femoral arteries. The physician explanted the endurant stent grafts from the patient and converted to an open surgical repair. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.